Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement procedure, atrial lead could not be fully inserted into the connector of the device. After loosening the atrial setscrew, the lead could not be fully inserted and the lead exhibited greater than upper limit lead impedance and loss of pacing. Device was replaced. There no adverse consequences to the patient.

Manufacturer narrative:
Final analysis found the reported inability to insert the atrial lead into the connector was confirmed in the laboratory. The device was tested and aluminum oxide was noted inside the ring spring slot of the atrial-connector. This substance prevented the lead from being fully inserted into the connector. The cause of the aluminum oxide was due to a manufacturing anomaly.